Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had both the implant and lead removed on (B)(6) 2025. The patient stated their device worked great for them, but reported it was too much pain "in that area" (implant site) and that is why they had it removed. The patient stated every time they went to the doctor's office, they were told that was normal, but the patient stated they couldn't take the pain anymore. The patient also reported they could see the device outside of their skin and it looked like it was pushing out of their skin so any type of clothing or anything on there to touch was just too much. The patient mentioned they tried making appointments and their healthcare provider's (hcp) office didn't give the patient an appointment one time. The patient also stated they never even met with a surgeon after they had the device put in and stated they met with "whoever was in office" at their healthcare provider's office. They tried doing a test "where they did it" (patient did not clarify this statement). The patient stated it's not that it was not working and stated it was helping their bladder which was great. The patient also reported even the shower hurt and stated it was unbearable pain in that area and they had to put shower at the lowest pressure because it hurt. The patient clarified feeling pain at the implant site. The patient also reported they would get "clicking" in the tailbone area and they told their hcp that something had to be wrong. The patient stated they understood there would be normal stimulation sensation in the bicycle seat area, but not where the device was. The patient provided the event date as maybe like 2 weeks after the implant surgery. The agent sent an email to device registration to update them of the device removal.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.